Event description:
The customer contact reported a delay of critical therapy following an alarm condition. On an unspecified date and time, the device was programmed to deliver an unspecified medication described as critical, to be delivered to the pt during an unspecified cardiac surgical procedure. No specific programming parameters were provided; however, the customer contact indicated that the device could have been programmed and placed into standby for between 12 to 48 hours prior to the surgical procedure. On an unspecified date and time, the delivery was started. After an unspecified length of time, the customer contact reported the device alarmed for either air in line, proximal occlusion or distal occlusion. At that time, it was reported the anesthesiologist was unable to clear the alarm. It was reported the prep nurse was called into the room to clear the alarm. The customer contact did not specified if the alarm were cleared and the therapy was resumed or if therapy was resumed with a replacement device. There were no reported adverse pt effects. No medical interventions were required. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.